Event description:
Medtronic received information that seven days post-implant of this transcatheter bioprosthetic heart valve, the patient exhibited I ntermittent complete heart block with pacing pauses of approximately four seconds. The patient was asymptomatic and clinically stable with no dizziness or syncope. A permanent pacemaker was implanted the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve. (B)(4).